Event description:
It was reported that the patient presented routine generator change with known history of over-sensed noise exhibited by the right atrial lead. Noise was reproducible in-clinic and resulted in recorded episodes of inappropriate automatic mode switch. The lead was capped and replaced on 1 nov 2021. The patient was stable.